Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and was unable to duplicate the reported issue, but observed "power supply fan failure" in the unit's log files which correlates to maintenance required code #7. However, the stm confirmed that the power supply fan was operational at the time of service. Nevertheless, as a precautionary measure, the stm replaced the power supply which includes the fan. In addition, unrelated to the reported issue, the stm replaced the batteries due to prescribed preventive maintenance (pm) interval, then completed the pm with full calibration, functional and safety tests which all passed per factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a "maintenance required code #7" error message. The cs300 was switched out and red-tagged to be sent to the biomedical engineer. There was no patient harm and no adverse event was reported.